Event description:
It was reported at a post-operative check this right ventricular (rv) lead exhibited high-out-of-range pacing impedance measurements measuring, 2,064 ohms. It was noted, at implant pacing impedances measuring 1,200 ohms. Additionally, thresholds were high which resulted in loss of capture. The physician suspects there was a perforation. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.